Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: level a investigation,complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield separates, needle stick (before use) and incorrect placement of needle on shield on lot # 7142867. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7142867. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle shield was not covering the needle, thus resulting in a needle stick with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328468. Batch no. 7142867. It was reported that needle shield was not covering needle and caused a needle stick. Consumer said needle shield was on the plunger rod. Per initial reporter : item # 328468, lot # 7142867, needle shield missing from needle consumer stuck herself, no medical received. Claims also the needle shield was not only not on the needle but the orange shield was on the plunger rod instead. Using for off label use. Discarded the sample.